Manufacturer narrative:
H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, the 'open-end flexi-tip ureteral catheter' started "dissolving" when put into the bladder. As per the reporter, there was no mention of any part of the catheter remaining in the patient. The procedure was completed successfully. Upon initial review of the returned device, it was found that the tubing had several sections that look scraped, with parts of the tubing partially separated. As reported, there were no adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported, during an unknown procedure, the 'open-end flexi-tip ureteral catheter' started "dissolving" when put into the bladder. As per the reporter, there was no mention of any part of the catheter remaining in the patient. The procedure was completed successfully. Upon initial review of the returned device, it was found that the tubing had several sections that look scraped, with parts of the tubing partially separated. As reported, there were no adverse effects to the patient. Reviews of documentation including the quality control (qc) procedures, instructions for use (IFU), as well as a visual examination of the returned device, were conducted during the investigation. The complaint device was returned with no original packaging. Upon visual inspection, the tubing has several sections that look scraped, with parts of the tubing partially separated. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device provides the following information related to the reported issue: 'precautions: - do not withdraw catheter while deflected in cystoscope/endoscope. - avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. - if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the definitive cause of the issue could not be determined as it is not possible to rule out procedural factors as contributing to the complaint. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.